Manufacturer narrative:
(B)(4). Additional information received indicates that device code (B)(4) no longer applies to the event.

Event description:
Additional information received from the patient reported that the doctor had trouble getting the wires in during the initial implant on (B)(6) 2015. The patient later had a knee surgery in (B)(6) 2015, after which she noticed a lump on the side of her buttock, which turned out to be a cyst right next to the wire. She got the cyst removed in (B)(6) 2015 and later felt something poking out of her back, which turned out to be the remaining stitches that hadn't been removed after the stitch removal. Her doctor removed the remaining stitches in (B)(6) 2015. The patient could still see and feel the wire, was in pain, couldn't lie on her back, and couldn't sleep. She was going to follow up with her managing healthcare provider and if they were unable to help, she would possibly pursue a different doctor. She noted that she also had surgery for cancer. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qaff, implanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va0qaff, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional via the manufacturers' representative reported that the lead was exposed from the body, protruding from an incision made by a dermatologist to treat a cyst. The dermatologist saw the lead and closed uneventfully. The patient notified the doctor that the dermis incision opened and the lead was protruding out of the body. Urinary control was good and remained very good. The health care professional planned to see the patient to remove the lead to treat for infection risk. He also planned to re-implant the patient as soon as practical. The issue was not resolved at the time of report. Additional information from the manufacturers' representative reported the bulge from incision was not the lead but a suture granuloma. The doctor excised it and the patient was fine. There was no effect to the implanted system and no need for further intervention. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.